Event description:
It was reported that the right ventricular lead exhibited high capture threshold which was related to the recent medication history. During lead repositioning procedure, the lead¿s helix was rendered inoperable having been clogged with tissue. The lead was removed and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.